Event description:
It was reported the lead migrated 2 mm away from the pelvic cavity. No action was taken at the date of this report. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4). Product type: programmer, patient product ID 3 889-28, lot# v571447, implanted: (B )(6) 2010. Product type: lead. (B)(4).

Event description:
Additional information received reported that the outcome was ongoing. After additional review, the 36 month radiology report showed that the lead moved an additional 0.25cm, for a total displacement of 0.48cm.

Event description:
Additional information received reported that, as of (B)(6) 2013, the 36 month radiology report showed "position is stable". The outcome was reported as resolved with sequelae. If additional information is received, a follow-up report will be sent.

Event description:
Additional information from a healthcare provider for a clinical study reported the event resolved without sequelae on (B)(6) 2014.

Event description:
Additional information from a healthcare provider for a clinical study reported the event was ongoing.